Event description:
Complaint was reported as the following: the complaint alleges that the balloon on the et tube leaked during use. The balloon was deflated and the tube removed in order to use another one. No report of pt injury or adverse event.

Manufacturer narrative:
A f/u report will be sent upon completion of the investigation.